Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted, as well as to indicate the product serial number, full date of event or full implant date. The info has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No add'l info has been reported to allergan regarding the model number, serial number, the full event date, full implant date, patient data or further event details. Device labeling addresses the possible outcome of an unbuckled band as follows: warning: "failure to secure the band properly may result in subsequent displacement and necessitate re-operation." Caution: "failure to use an appropriate atraumatic instrument such as the lap-band system closure tool to lock the band may result in damage to the band or injury to surrounding tissues."

Event description:
Healthcare professional reported, "post-op the band did not inflate properly due to the clasp not buckled or failure at the clasp. We addressed this with the rep. At the time, but unfortunately the patient had some heart problems preventing reoperation. These have now resolved and the patient wants to replace the non-functioning band. In fact it may just require re-closure, but cannot be confirmed until[the surgeon] laparoscopes to identify what the problem is."